Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a non-clinical activity, the user reported that the serial number ring was missing. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.